Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of - 13.5/2.5/92 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. The lens was intraoperatively implanted, removed, and replaced with a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Patient information:unk. Claim# (B)(4).

Manufacturer narrative:
B2:malfunction. B5:al the reporter indicated that a 13.2mm vticmo_13.2; -13.5/2.5/92 (sphere/cylinder/axis) implantable collamer lens was implanted, removed, and replaced with a shorter length lens intraoperatively on (B)(6) 2021 from patient's right eye (od) due to excessive vault. The problem was resolved. No patient injury reported. Cause reported as unknown. H1:malfunction. H6:impact code 2199. Claim # (B)(4).